Event description:
It was reported that the left ventricular lead insulation was abraded. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 81.5 cm to 81.6 cm from the connector end. Electrocautery marks were noted from 16.2 cm to 36.5 cm from the connector end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.